Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID #2134265-2011-04705. It was reported that during a hysterectomy thrombosis occurred. An unspecified occlusion balloon was inflated to temporarily occlude the hypogastric artery in conjunction with a hysterectomy. The patient developed thromobosis in the iliac artery. A thrombectomy was performed by a vascular surgeon. This occurred twice. There were no additional patient complications reported.